Event description:
The patient experienced good pain control and no problem with refill volumes. The pump was at eos; eri two months. The pump was replaced. It was noted there was no injury. The patient recovered without sequela. The pump was delivering morphine.

Manufacturer narrative:
Catheter model# 8709, serial # (B)(4), implanted:2005-(B)(6), explanted: unk. (B)(4): analysis of the pump revealed battery with high resistance.

Manufacturer narrative:
(B)(4).